Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon noticed an internal collision while using the large needle driver instrument. Upon further inspection of the instrument, it was noticed that the main tube exhibited scratches and fragments had fallen into the patient. The instrument fragments were retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument main tube insulation to have scratches and gouge marks consistent with internal collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings "handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments." Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.